Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on the posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification) as per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side device rupture diagnosed by ultrasound. The device has been explanted.